Event description:
Device 1 of 4: reference MFR report: 1627487-2018-12729, 1627487-2018-12730, and 1627487-2018-12731. It was reported the patient elected to have his drg system removed. Reportedly, the patient was not receiving effective stimulation therapy from the system and, he was unsettled about having a device implanted.